Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 141, 228, 149 and 218 mg/dl. The customer stated his expected blood glucose test result ranges are 98-125 mg/dl am fasting and below 160 mg/dl 2 hrs. After meals. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 125 mg/dl and 128 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/19/2027 and per the customer the open vial date is about month and a half ago the meter memory was reviewed for previous test result history: result 1: 141 mg/dl date: (B)(6) 2026 time: 10:30 am 2 hrs. After meal result 2: 228 mg/dl date: (B)(6) 2026 time: 10:27 am 2 hrs. After meal result 3: 149 mg/dl date: (B)(6) 2026 time: 5:02 am fasting. Result 4: 218 mg/dl date: (B)(6) 2026 time: 5:00 am fasting result 5: 110 mg/dl date: (B)(6) 2026 time: 10:35 2 hrs. After meal.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - customer had only returned 1 test strip, unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.